Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. Another ICD was implanted to complete this procedure. This ICD has not been returned. No additional adverse patient effects were reported.